Event description:
A patient reported experiencing inaccurate erratic results with an otp meter. The patient's blood glucose results were 58, 161, 226 mg/dl. Tests were done 10 minutes apart with a difference of 67%. Patient did not experience any adverse events. No further information has been reported.